Manufacturer narrative:
Medwatch number: mw5083493. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre)) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient of unknown age who underwent breast reconstruction with mentor gel implants on (B)(6) 2015 reported the following: "had mentor gummy bear implants after a bilateral mastectomy due to brca 2 positive test. This is a decision I made to save my life! I did hot heal quickly after surgery and haven't felt normal since then. I have had terrible sinus infections which led to sinus surgery. Always catching the latest bug that is going around. I have had everything from bronchitis, walking pneumonia, flu, severe joint pain that migrated through my joints. Cataract surgery. Blurry vision, severe fatigue, diagnosed with autoimmune issues that my ra still hasn't pin pointed to one. Test results are up and down every 3 months. This is just to name a few of the things that have happened post mentor gummy bear implants. I no longer enjoy everyday life. My home life was filled with joy pre implants now I am just trying to survive everyday life. My family and I have suffered due to the fact mom is always too sick or fatigued to do any outings. My work is starting to be affected due to the fact that I 'me always sick! I have just been reprimanded for excessive days out sick. I have worked for the same company for 25 years and I've only had health issues the last 3 years. I wish I had never put these disgusting things in me!"" . No product issue, such as rupture, was reported. The root cause of the patient's symptoms are unclear. No date of explantation was reported. Follow up is in progress. Should additional information become available, this case will be re-assessed and notes will be updated. This is for one of the two implants.